Event description:
It was reported that the physician recently implanted this right ventricular (rv) lead in this patient with a complete atrioventricular (av) block. During the procedure, it was noted to be difficult to find a suitable position with acceptable sensing measurements. However, an adequate position was located, and this rv lead was implanted. Due to the patient's condition, they remained hospitalized, where two days later, emergent loss of capture was observed. There was no evidence of asystole. Upon interrogation, decreased sensing measurements and elevated threshold measurements were discovered. Diagnostic imaging was performed, which confirmed that the rv lead had not dislodged from the implant location. Regardless, the physician elected to surgically explant and replace the lead to resolve the event, and no additional adverse patient effects were reported. This rv lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the physician recently implanted this right ventricular (rv) lead in this patient with a complete atrioventricular (av) block. During the procedure, it was noted to be difficult to find a suitable position with acceptable sensing measurements. However, an adequate position was located, and this rv lead was implanted. Due to the patient's condition, they remained hospitalized, where two days later, emergent loss of capture was observed. There was no evidence of asystole. Upon interrogation, decreased sensing measurements and elevated threshold measurements were discovered. Diagnostic imaging was performed, which confirmed that the rv lead had not dislodged from the implant location. Regardless, the physician elected to surgically explant and replace the lead to resolve the event, and no additional adverse patient effects were reported. This rv lead has been received for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the physician recently implanted this right ventricular (rv) lead in this patient with a complete atrioventricular (av) block. During the procedure, it was noted to be difficult to find a suitable position with acceptable sensing measurements. However, an adequate position was located, and this rv lead was implanted. Due to the patient's condition, they remained hospitalized, where two days later, emergent loss of capture was observed. There was no evidence of asystole; however, the patient was bradycardic with heart rates in the 40 bpm range. Upon interrogation, decreased sensing measurements and elevated threshold measurements were discovered. Diagnostic imaging was performed, which confirmed that the rv lead had not dislodged from the implant location. Regardless, the physician elected to surgically explant and replace the lead to resolve the event, and no additional adverse patient effects were reported. This rv lead has been received for analysis.